Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Received one open and used sample. Without any closed sample we cannot carry out a complete analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with safil suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause the material to be damaged by being crushed or kinked." Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. We take note of this incident. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture broke during use.